Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: bubbles observed in the gel. Deformation observed in the device. Crease fold observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.